Event description:
It was reported that there was a communication problem and the patient had been working on recharging for the prior 2-3 days. It was noted that the patient last recharged 3-4 weeks ago and that she typically kept stimulation at a very low level. It was noted that the patient had a loss of therapeutic effect. It was further reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the patient was seeing poor communication upon interrogation with the patient programmer. It was later reported that eol (end of life) was reached so the system was replaced.

Manufacturer narrative:
Product ID 37742 lot# serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 377860 lot# v020880, implanted: 2007 (B)(6); product type lead product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 377860 lot# v019919, implanted: 2007 (B)(6); product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ipg 37713 restore, serial #(B)(4)) found its battery capacity reduced due to overdischarge. There was foreign material under connector module cover and in connector ports. Access hole adhesive was loose. Both grommets were loose. There was a punch-out hole in the #8 grommet. The shield/can was scratched. There had been only one overdischarge and the battery had been recovered in the field. Analysis of the lead (lead 377860 octad 1x8) found all of its body conductors were broken at titan anchor site 24.5 cm from distal end. Lead's outer insulation was melted, cautery suspected. Functional test showed open circuits. Analysis of the lead (lead 377860 octad 1x8) found all of its body conductors broken near titan anchor site 17.8 cm from distal end. Titan anchor site was 19.3 cm from the distal end. Lead's outer insulation was melted, cautery suspected. Electrodes #5 and #7 on the lead's distal end had been crushed. Functional test showed open circuits.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.